Event description:
A (B)(6) year old male who underwent and elective ablation procedure for treatment of recurrent ventricular tachycardia despite treatment with amiodarone, sotalol and mexiletine. During procedure, (after ablation of 7th lesion point), pt had a sustained run of monomorphic ventricular tachycardia and ultimately ventricular fibrillation. In spite of attempts to shock the pt with the automatic defibrillator (ad), the ad continued to reprogram itself into an ad mode and operator was unable to override the function manually. Successful resuscitation efforts initiated and pt was transferred to the ICU. On (B)(6) 2013, pt was discharged home in stable condition.